Event description:
A patient reported they were unable to get an accurate reading on their surestep enhanced meter due to their meter allegedly would only prompt "error 1" and "error 5" message. The result on their meter was 350 mg/dl, 248 mg/dl, 246 mg/dl. The result on their doctors meter was 135 mg/dl. The time difference between patient's meter and the doctors meter was over 30 minutes. Treatment was normal dosage of medication for diabetes. No further information has been reported. No serious injury or allegation of harm.